Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿

Event description:
The complainant reported that a patient was placed on impella rp flex support. While on support, it was reported that after exchange of the peel away to a reposition sheath, a hematoma was noted. Manual pressure was held and three units of packed red blood cells were given. The procedural outcome was the patient survived the surgery.